Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the arthroscopic debridement operation, after connect with generator, does not function at all. The complaint device was received and evaluated. No visual damages in the device, no salines residues were observed, no signs of activation can be observed, the device was tested an presented failure on both modes. The electrode will be sent to gyrus for further investigations. Supplier evaluation result for vapr s90 4.0 mm w/integr hdp ea: device was not returned in the original packaging, the distal tip shows no obvious signs of use, no visible residue in suction tube, no visible damage to handle, cable or plug. The electrical test was performed with the different parameters (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test fail, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed: plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass. The device was functional testing using vapr vue generator (gml3723/4), the test included different values as a setting and the activation in ablate and coagulation were failed. Supplier summary: the customer claimed that the device ¿does not function¿. The investigation confirmed that the device would activate on either mode. A break in continuity across the electrical crimp was discovered to be the fault. After 3 minutes of attempting to activate the device, no function was recorded. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation cap (B)(4) was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic debridement procedure, it was observed that the electrode did not function at all. Another device was used to complete the surgery. During in-house engineering evaluation, it was determined that there was a break in continuity across the electrical crimp. There were no adverse consequences to the patient. No additional information could be provided.